Manufacturer narrative:
The involved unit was returned for eval. The sample was decontaminated, visually examined and leak tested. This eval confirmed the reported leakage at the tubing connection between the heat exchanger and the oxygenator. There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previously. Because this is a manual assembly process, all manufacturing personnel have been informed of this report and retrained in order to heighten their awareness. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available info has been placed on file for use in quality assurance tracking, trending and follow up.

Event description:
The user facility reported that a small blood leak was observed coming from the tubing connection between the heat exchanger and the oxygenator. The unit was not changed out and no other action was determined to be necessary to address the leak. The user reported that the procedure was completed successfully and there were no pt complications. The associated blood loss volume was estimated to be less than 10 cc.